Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to a product performance issue. The lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to it was exhibiting failure to capture and low amplitude. The root of the electrical issues was not determined. The lead was successfully replaced. The device has been returned and was analyzed. The device has been returned and was analyzed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to it was exhibiting failure to capture and low amplitude. The root of the electrical issues were not determined. The lead was successfully replaced. No additional adverse patient effects were reported.